Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose was 450 mg/dl and the time of the incident it was 396 mg/dl. The customer stated that positive results in ketones test vomiting the second time he went to the hospital. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer allege pump was under delivering. The insulin pump will not be returned for analysis.